Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat mitral regurgitation (mr) with a grade of 2. A first clip, a mitraclip xtw (51024a1025), was inserted and deployed on the mitral valve. However, post deployment, the clip opened to roughly 20 degrees. It was noted the clip remained stable on the leaflets. To further reduce mr, a second clip, a mitraclip xtw (51024a1028), was then inserted and deployed on the mitral valve. A third clip, a mitraclip xtw (51029r1051), was then inserted but could not be advanced beyond the steerable guide catheter (sgc). Therefore, the clip was removed and replaced. A fourth clip, a mitraclip xtw (51119a1046) was then inserted and deployed on the mitral valve. The procedure was completed with three clips implanted. The mr remained at a grade of 2. There were no adverse patient effects and no clinically significant delay in the procedure.